Event description:
It was reported, the camera head image did not appear. The event was found during preparation for a therapeutic unspecified procedure which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E3 (occupation): no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed: no image captured due to flooding (internal). In addition, new damages/defects were observed: cable flooding (internal), image capture flooding (internal), loose scope mount, and corrosion of electrical contacts based on the results of the investigation, the cause of failure could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: ¦endoscope image disappearance and freezing (warning) ·do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. ·do not strike or drop the product. Water leakage may cause damage to the product's internal electrical circuits. ¦chapter 4 usage (warning) ·if the endoscopic image or function is abnormal and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such a product may cause injury to the patient, bleeding, or perforation. ·if for some reason the endoscope image disappears or does not return from the frozen state during endoscopy, and you do not know how to recover, turn off the otv-s7pro and then turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the otv-s7pro, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue its use. It is very dangerous to leave the endoscope inserted into the patient when the image disappears or when observation is not possible, or to pump air/water, suction, or perform procedures. If any of these tools are being used, pull out the tools in the safest way possible before removing the endoscope. Also, during the procedure, be sure to have a spare product available to avoid interruption of the procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.